Event description:
Service and repair department documented that 2 screwdrivers broke during a removal/revision of a ti proximal tibia less invasive stabilization system (liss) plate. The 3.5mm torque limiting screwdriver/self-retaining was found twisted, and the hex head snapped off of the large hexagonal screwdriver while being used together. There was a less than 1 minute surgical delay as they were switched out. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service history review was preformed: lot #2041. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was preformed: the customer reported the head snapped off. The repair technician reported the handle was marked and scratched, and the tip was broken. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device evaluation investigation was performed: one large hexagonal screwdriver (part number 314.27, lot number 2041) was received with the complaint category of ¿broken: tip broken intra-operatively.¿ the complaint condition is confirmed as the distal tip on the hexagonal screwdriver is missing. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Although the root cause could not be definitively determined, it is most probable that excessive force over an extended lifetime resulted in the complaint condition. Service and repair history review and evaluation were launched for the returned hexagonal screwdriver. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The repair technician reported the handle was marked and scratched, and the tip was broken. Tip broken is the reason for repair. The item is not repairable. Further evaluation at the chu shows that the device is intended for screw insertion and removal across various plating procedures. It was reported that the screwdriver broke during a removal / revision of a titanium proximal tibia less invasive stabilization system (liss) plate. Information for implant and removal is provided per less invasive stabilization system (liss) technique guide. The returned torque limiting screwdriver was received with the distal tip slightly twisted in the direction of removal and with the snap ring component showing wear. The handle shows flattening on the proximal surface and there are dents along the sides of the handles. The returned hexagonal screwdriver was received with the distal tip, approximately 4.5mm, missing. The handle and shaft are scraped and worn and there are a few dents in the handle. The balance of each device is in good condition. Thus, the complaint condition is confirmed but cannot be replicated as each device was already damaged. A review of the current design drawing and the drawing history for the top level assembly was performed. The etching was moved to the handle on part number 314.27 on drawing (B)(4) 1998. Therefore, the device with a broken tip is over 17 years old. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. The returned condition of clear hammer dents is consistent with excessive force and wear. Thus, while it cannot be definitively determined, it is most probable that the use of excessive force and wear resulted in the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.